Event description:
A cde (certified diabetes educator) reported that the pt was in the hosp scheduled for a non-diabetes related issue. The hosp staff were in the process of getting the pt back on her infusion device before releasing her to go home. After reconnecting the infusion device, the pt had two blood glucose readings above 600 mg/dl. No symptoms were reported with the elevated blood glucose. The cde was unsure of whether the infusion device was causing the elevated blood glucose. The pt only had one hr set with a basal rate and only uses her infusion device to bolus. The cde also stated that the pt was keeping her infusion sites in for 6 days. Infusion sites should be changed every 3 days. The pt was educated on site management and infusion device therapy by the cde. The pt went home utilizing injection therapy. She was given insulin injections of lantis and novolog and her last blood glucose reading was 278 mg/dl. Pt's normal blood glucose level not provided. The cde stated that the customer was fine with injection therapy. The product will not be returned for eval.

Manufacturer narrative:
Product not returned for evaluation.